Event description:
It was reported that a decrease in r-waves amplitude and high capture threshold were observed. Externalized conductors were noted under fluoroscopy. The lead was capped and replaced. The patient was fine after the procedure.